Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redw0116 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guide wire was cut by the bevel of the introducer needle, leading to the damaged guide wire structure. It was unable to be removed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed. One unraveled guidewire was received within a 21g introducer needle. The sample exhibited evidence of use. The needle shaft was slightly bent. A break was observed in the core wire 2.75cm from the distal weld tip. The break in the core wire allowed the coil wire to stretch and unravel over the core wire. The outside diameter of the guidewire was within specification. The inner edge of the needle bevel exhibited deformation, which is consistent with the guidewire being retracted through the needle. It was reported that the guidewire was cut by the bevel of the introducer needle. The instructions for use (IFU) caution, ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ no damage associated with the manufacturing process were observed on the returned sample. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the guide wire was cut by the bevel of the introducer needle, leading to the damaged guide wire structure. It was unable to be removed. No other information was provided.